Manufacturer narrative:
Device evaluation: a sample and (2) photos have been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after successful insertion of the successful device where flashback was noted, the needle could not be withdrawn as the safety shield was not successfully activated. No medical intervention was performed as a result of this incident.

Manufacturer narrative:
Device evaluation: result - one used device and photo from the reported lot 6173443 were returned for evaluation. The returned photo showed the customer's reported defect. The returned sample in a unit package showed the tip-shield was connected to the cannula adapter but when the sample was removed from the package, the tip-shield separated from the adapter successfully. No damage was noted to the v-clip or needle and excessive glue was not found. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6173443. This device was manufactured between 6/27/2016 and 7/3/2016. Conclusion - bd was able to confirm the customer's indicated failure mode. There are several factors that can lead to v-clip failure. The returned sample was noted without damage. A possible root cause is a subsequent process of the device assembly. Corrective actions have been taken by the manufacturing site.